Event description:
On (B)(6) 2010, a broken prima initial drill was received from the complainant. No failure or event details were supplied with the returned item. It is unk if there were any pt adverse effects as a result of the broken drill.

Manufacturer narrative:
Visual examination of the device revealed a fractured drill. The drill broke at the laser mark, perpendicular to its axis near the tip of the drill. This is a known issue due to inherent nature of bit functionality. Breakage is possible, when utilized in the posterior aspect of the mouth, due to the extreme angle and high directional forces required. In addition, keystone dental's surgical manual recommends drills should be replaced after approximately twenty (20) uses depending on bone density. It is left to the physician to track individual device usage. Complaint condition is confirmed; however, this is a known failure mode. Root cause could be attributed to operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain add'l info. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is received at a later date. Keystone dental (B)(4).